Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Patient has been scheduled to undergo valve-in-valve procedure. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case patient factors may have contributed to the event; however, cause cannot be conclusively determined. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 29 mm mitral valve implanted approximately eight years has been scheduled to undergo transcatheter valve-in-valve procedure due to severe mitral stenosis and calcification. No additional information was provided.

Manufacturer narrative:
(B)(4). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Event description:
Edwards received additional information that eight (8) years post-implantation of this surgical valve, a 29mm transcatheter valve was implanted (valve-in-valve) via trans-septal approach. There were no complications.